Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history included family history of diabetes. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog 50) from cartridge via reusable pen (humapen ergo ii) at 20 in the morning, 16 at noon and 14 in the evening (no units provided) subcutaneous for the treatment of diabetes beginning in 2014. On unknown date, after injecting insulin lispro 50/50 the blood sugar was always high; on (B)(6) 2017, he was hospitalized due to high blood sugar. On an unreported date, there was an unspecified product complaint against the humapen ergo ii (product complaint pending/lot 1008d01). Information regarding the outcome of the events and corrective treatment was not provided. Insulin lispro 50/50 treatment was ongoing. The operator of the device was the patient and his training status was unknown. The general device duration of use and the reported device use of duration were 3 years. The status of the device and the action taken were unknown. The reporting consumer did not provide any relatedness assessment between the events and insulin lispro 50/50 and the device. No follow up could be possible since the reporting consumer refused to be contacted again. No hcp contact information was provided. Update 09jan2017: upon review, this case was opened to add the product complaint information to the narrative and update the medwatch fields for regulatory reporting. Update 13-jan-2017: pc number (B)(4) was received on 04-jan-2017 and it was processed for humapen ergo ii. No additional information was added to case.

Manufacturer narrative:
No additional follow up is planned. Evaluation summary a male patient reported that there was a crack on the body of his humapen ergo ii device near the dose window. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1008d01, manufactured august 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen housing damage or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) -year-old male patient of unknown origin. Medical history included family history of diabetes. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog 50) from cartridge via reusable pen (humapen ergo ii) at 20 in the morning, 16 at noon and 14 in the evening (no units provided) subcutaneous for the treatment of diabetes beginning in 2014. On unknown date, after injecting insulin lispro 50/50 the blood sugar was always high; on (B)(6) 2017, he was hospitalized due to high blood sugar. On an unreported date, there was an unspecified product complaint against the humapen ergo ii (product complaint pending/lot 1008d01). Information regarding the outcome of the events and corrective treatment was not provided. Insulin lispro 50/50 treatment was ongoing. The operator of the device was the patient and his training status was unknown. The general device duration of use and the reported device use of duration were 3 years. The status of the device and the action taken were unknown. The reporting consumer did not provide any relatedness assessment between the events and insulin lispro 50/50 and the device. No follow up could be possible since the reporting consumer refused to be contacted again. No hcp contact information was provided. Update 09jan2017: upon review, this case was opened to add the product complaint information to the narrative and update the medwatch fields for regulatory reporting. Update 13-jan-2017: pc number (B)(4) was received on 04-jan-2017 and it was processed for humapen ergo ii. No additional information was added to case. Update 07feb2017. Additional information received 07feb2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the (B)(4) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 10-feb-2017: pc number (B)(4) was received on 04-jan-2017 and it was already processed for humapen ergo ii. No additional information was added to case.